Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead, the impedance on the rv pacing lead was beyond the expected upper range, oversensing due to non-physiologic signals/sic (sensing integrity counter) and the criteria for the rv lead integrity alert were met. It was noted there were 20 non-sustained ventricular tachycardia (nsvt) episodes with v-v intervals <(><<)> 220 ms from (B)(4) 2016, the rv pace impedance was steady at approximately 435 ohms through (B)(4) 2016, spiked out of range (B)(4) 2016, then returned to prior levels. The lead failure predictor triggered on (B)(4) 2016 for lead impedance and ventricular sics and nsvts.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) and oversensing of noise was observed, along with a confirmed fracture. The rv was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.